Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, yellow particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior and posterior, wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp opening on anterior and posterior assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant removal from textured to smooth due to the concerns of the product. Patient later reported left side rupture. The device has been explanted and replaced.